Manufacturer narrative:
Conclusion: investigation of the delivery catheter system (dcs) noted that a device history record of the lot batch review was performed and there were no correlations or issues identified regarding manufacturing as the device met all specifications. Investigation further indicated that various factors have affected valve positioning including the patient anatomy or physician technique. In this case, the probable cause of the positioning difficulties was the reported bicuspid native valve with fusion of the non-coronary cusp (ncc) and right coronary cusp (rcc), and the steep aortic root angle. Positioning difficulties have not typically indicated a device manufacturing issue. In regards to the reported capsule bend after multiple recaptures, via fluoroscopy, the capsule had stretched out and separated upon removing the valve investigation revealed the following. Delamination has occurred with a misload or when a bending force is subjected to the capsule. It has also occur due to tracking and positioning in the patient anatomy. The reported delamination in this event was most likely due to the anatomy. The observed break in the capsule nitinol reinforcing frame near the proximal end of the capsule was confirmed. Capsule separation has occurred due to excessive compressive forces applied to the capsule. Forces in the system have a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this event the patient anatomy which led to the capsule bend, and the multiple recaptures in a difficult position would have built up the forces in the system that caused the capsule to stretch as reported. In conclusion, based on the investigation completed, there was no evidence to suggest the product failed to meet specification and the reported observations were most likely not related to a fault condition of the device. Updated data: additional eval results code. Corrected data: updated eval method and eval conclusion codes post investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. Updated data: additional information was received that the valve was properly loaded and confirmed under x-ray. The patient anatomy and leaflet fusion contributed to the steep angle. The four deployments and recaptures led to the dcs thinning which was noted on x-ray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, into a bicuspid native valve with fusion of the non-coronary cusp (ncc) and right coronary cusp (rcc), and a steep aortic root angle, as the delivery catheter system (dcs) was advanced, the wire favored the outer edge of the aorta which caused the capsule to bend during deployment. It was noted under fluoroscopy, that after multiple recaptures, the capsule had stretched out. The delivery system and valve were withdrawn from the patient. The valve was deployed on the sterile table and the capsule broke into two pieces. The procedure was aborted, and no valve was implanted. It was reported that the patient¿s anatomy was difficult. No adverse patient effects were reported.